Manufacturer narrative:
Follow-up # 1 (7/29/2014) - device evaluation: the meter involved with this complaint was returned on 7/2/2014 and evaluated by lifescan product analysis on 7/23/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was displaying a battery indicator when attempting to test and would not charge. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on an unspecified date/time at the beginning of (B)(6) 2014. The patient reported that she manages her diabetes with unknown oral medications, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. She claimed that at an unknown date/time after the alleged issues occurred; she developed symptoms of feeling ¿dizzy¿ and denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject meter was brand new. The patient was using the correct test strips and despite performing a rapid charge there was still not enough power to perform a test. The issue remained unresolved and replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.